Event description:
Reporting status: serious injury - required intervention. Reporting rationale: stent dislodgement requiring medical intervention. Device issue: stent dislodgement. It was reported that during insertion, the 3.0 x 16 graftmaster was caught in the copilot and came off the balloon. The stent was never put into the patient's body. A 3.0 x 12 graftmaster was implanted and sealed the perforation. No additional event or patient information is available.